Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm during manual priming. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated with a manual injection. The customer's father stated that the customer did not change the old tubing, causing the no delivery alarm. The insulin pump was not replaced or returned for analysis.